Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that since yesterday afternoon, the communicator would not charge or ¿function¿. The patient stated that they tried a different cord and were able to get it to work for about an hour. The agent had the patient try to power on and reset the communicator and the patient confirmed no lights appeared. The patient stated they had tried other outlets, and they are functioning but, the communicator was not charging. The patient confirmed it had not been dropped or wet. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator due to the communicator would not turn on or charge.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot# , serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-sep-2021, UDI#: (B)(4). H3: analysis of the communicator found -"loose port". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.